Manufacturer narrative:
A review of the internal documentation and splint design showed that the maxillary tooth impressions of the final position resulted in holes in the splint in the proximity of the wiring holes, which potentially reduced the strength of the splint around the wiring holes, leading to the breakage of the splint.

Event description:
When wiring the final splint the anterior area of the splint broke around the wiring holes. The surgeon indicated that the event did not result in injury or harm to the patient. The patient needed a revision surgery.